Event description:
It was reported that a y-extension set separated at the y-junction and leaked blood. The set was removed and a new set from a different lot was used to continue therapy. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, the event is known to have occurred in the neonatal intensive care unit. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was reported to be available. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.